Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Product analysis #(B)(4): post market vigilance (pmv) received one endo gia 45mm articulating vascular/medium reload opened by the account with no packaging. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. The jaws of the reload were open. There were staples protruding from the proximal staple cartridge channel. The reload was loaded into a post market vigilance instrument (pmv#0153) for functional testing. The interlock was overridden and the reload was then applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic right hemicolectomy procedure, the device would not fire. To complete the procedure, another manufacturer's products were used. There was no harm caused to the patient. The device is expected to be returned for evaluation.